Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving an alert for low impedance on the left ventricular lead. No intervention was reported. The patient would be monitored.